Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, shortly after release from the delivery catheter system (dcs), the valve dislodged into the sinus of valsalva (sov) on the non coronary cusp resulting in moderate paravalvular leak (pvl). Subsequently a second transcatheter bioprosthetic valve was implanted and resolved the pvl. No additional adverse patient effects were reported.